Manufacturer narrative:
Continuation of d10: product ID 8598a; serial# (B)(6); implanted: (B)(6) 2019; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that actions/interventions taken to resolve the granuloma included the hcp currently actively weaning the patient from intrathecal dilaudid to preservative free normal saline (pfns). The patient was referred to a hcp for a possible catheter revision and it was pending the patient's response. The plan was to transition the patient to morphine once the revision was completed. The granuloma was located at the t7-t8 disc space, left anterolateral of the spine. The patient's weight at the time of the event was 160 pounds. The patient was stable with no change to their health, no increased pain, and no new neurological deficits. The granuloma had not been resolved yet.

Event description:
On (B)(6) 2021 , information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (2 mg/ml, unknown dose) via an implantable pump for non-malignant pain. It was reported the patient had a granuloma as determined by a CT scan. They were undecided as to the actions/intervention that were taken to resolve the issue. It was unknown if the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: hg279m904, ubd: 14-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.